Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient had revision of right hip due to clunking noise. Surgeon exchanged head & liner.

Manufacturer narrative:
An event regarding damage, audible noise and impingement involving a trident liner was reported. The damage was confirmed. Method & results: -device evaluation and results: a material analysis was performed on the returned device which concluded, "the lfit head contained material damage in the female taper. The eds analysis of the dark-colored debris extracted from the female taper of the head indicated a spectrum consistent with the presence of corrosion products and the transfer of elemental constituents from the stem. No material or manufacturing defects were observed on the device features examined." Conclusions: the material analysis confirmed that the burnishing and scratching were observed on the articulating surface and damage consistent with impingement was observed on the distal rim. The articulating surface also contained explantation damage. No material or manufacturing defects were observed on the device features examined. If any additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient had revision of right hip due to clunking noise. Surgeon exchanged head & liner.